Event description:
The pump was returned for investigation. Investigation revealed contamination under buttons. This report is made based on results of investigation completed on 01/09/2014.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the keypad is torn from the up button to the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast button contact is missing. All of the other buttons responded normally. There was contamination found under the up and contrast button. (B)(6).